Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (mersilene tape, mersilene suture, ethibond suture, prolene suture) involved caused and/or contributed to the post-operative complications (preterm birth, premature rupture of membrane; clinical/histologic chorioamnionitis, abruption) described in the article? Does the surgeon believe that ethicon products involved caused and/or contributed to the perinatal/neonatal deaths? Does the surgeon believe there was any deficiency with the ethicon products (mersilene tape, mersilene suture, ethibond suture, prolene suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics for the patients that experienced the post-operative complications listed above. Citation: doi: https://doi.org/10.1016/j.ajog.2020.06.047. Note: events reported via 2210968-2021-00594, 2210968-2021-00595, 2210968-2021-00596

Event description:
It was reported via journal article: "title: physical examination ¿ indicated cerclage in twin pregnancy: a randomized controlled trial" authors: amanda roman, md; noelia zork, md; sina haeri, md, mhsa; corina n. Schoen, md; gabriele saccone, md; sarah colihan, md; craig zelig, md; alexis c. Gimovsky, md; neil s. Seligman, md; fulvio zullo, md; vincenzo berghella, md. Citation: doi: https://doi.org/10.1016/j.ajog.2020.06.047. Women with twin pregnancies and a dilated cervix in the second trimester are at increased risk of pregnancy loss and early preterm birth; there is currently no proven therapy to prevent preterm birth in this group of women. This multicentered, parallel group, open-label, randomized controlled trial for women study aimed to determine whether physical examination-indicated cerclage reduces the incidence of preterm birth in women with a diagnosis of twin pregnancies and asymptomatic cervical dilation before 24 weeks of gestation. The study comprised of women (30 patients) with twin pregnancies and asymptomatic cervical dilatation of 1 to 5 cm between 16 weeks of gestation and 23 weeks of gestation from july 2015 to july 2019 in 8 centers. The patients were randomized to physical examination ¿ indicated cerclage. During the surgical procedure in the physical examination ¿ indicated cerclage group, mcdonald cerclage with 1 suture was performed on all patients. Mersilene tape (ethicon) was used on 8 women, mersilene suture (ethicon) in 2 patients, ethibond (ethicon) in 3 patients, and prolene (ethicon) in 1 woman. In the physical examination ¿ indicated cerclage group, reported complications included preterm birth at <34 weeks of gestation (n=?), preterm birth at <32 weeks of gestation (n=?), preterm birth at <28 weeks gestation (n=?), preterm birth at <24 weeks gestation (n=?), preterm premature rupture of membrane (n=?), clinical chorioamnionitis (n=?), histologic chorioamnionitis (n=?), abruption (n=?). Women with twin pregnancies and asymptomatic cervical dilation before 24 weeks of gestation offer a formidable challenge for obstetricians. Physical examination-indicated cerclage in women with twin pregnancies and a dilated cervix before 24 weeks of gestation has been evaluated in only 3 retrospective studies of women with twin pregnancies with no cerclage as a control group; all of them favored cerclage placement. It was concluded that a combination of physical examination-indicated cerclage, indomethacin, and antibiotics in women with twin pregnancies and asymptomatic cervical dilation before 24 weeks of gestation significantly decreased preterm birth and perinatal mortality.